Manufacturer narrative:
Qc information and system check data have not been supplied to date. Per customer: the patient sample was inspected and it did not appear as normal according to the lab technician all positive hcg results require a delta check prior to releasing the result. Service was not dispatched. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneously positive beta human chorionic gonadotropin (bhcg) result above the normal reference range for one patient generated by unicel dxi 800 access chemistry analyzer. The result was not reported out of the laboratory. The initial result was questioned by the operator. The sample was repeated on the same unit and lower result within the normal reference range was obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.